Manufacturer narrative:
Insulin pump alarmed a button error and had no button response due to corroded keypad traces. Insulin pump had minor scratches on display window, broken belt clip slot, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 387 mg/dl. No significant events leading to the alarm were observed, although the customer stated that the device may have been exposed to humidity or sweat. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.